Event description:
It was reported that during a tka procedure, a 3mm x 150mm navigation pin broke with a tracker in place. The piece that broke was approx 20mm in length. The broken piece was located, but left in the pt. No further action was reported.

Manufacturer narrative:
The one of the broken piece of the device remains implanted and the other piece is not available for eval. It is not possible to determine the cause of the event without an eval of the device.